Manufacturer narrative:
The investigation determined that higher than expected vitros amon results were obtained from a quality control (qc) fluid using vitros chemistry products ammonia (amon) slides on a vitros 5600 integrated system. An instrument issue related to incubator contamination was determined to be the most likely contributing factor to the event. A field engineer performed service actions that included cleaning the incubator and replacing the evaporation caps, dispense blades and cam washers. The post-service within run precision testing was within acceptable guidelines indicating the service actions had returned the instrument to expected operation. An initial accuracy issue began after a calibration and was resolved after a new calibration event. However, precision testing run by the customer after the new calibration event failed. Therefore, a sub-optimal calibration cannot be ruled out as a contributing factor to the higher than expected qc results. Incubator contamination is likely to have contributed to the possible sub-optimal calibration. Because the same lot of reagent performed as expected both after the new calibration and post-service, the reagent lot 1018-0250-4413 can be ruled out as a contributing factor.

Event description:
A customer reported higher than expected quality control (qc) results obtained using vitros chemistry products ammonia (amon) slides in combination with a vitros 5600 integrated system. Non-vitros biorad qc level 3 fluid (lot 54273) results of 332.2, 266.4, 264.6, 263.6, 263.5, 260.9, 260.2, 260.0, 259.4, 258.6, 274.1, 270.8, 270.6, 270.5 and 270.0 umol/l versus the expected result of 214.6 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results were attained from a qc fluid. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).